Event description:
It was reported that the customer experiences low blood glucose overnight. It was stated that blood glucose level goes as low as 35 mg/dl and the sensor has been helping her with alerting and being able to treat. It was also reported that the customer experienced issues with the sensors not sticking and receiving sensor error alerts. Customer explained that the issues have been only with 3 sensors of the same box. Blood glucose value at the time was 110 mg/dl; current value is 91 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.